Event description:
The reporter stated that the surgeon was advancing an aa4203tf toric single piece silicone lens in the injector prior to insertion and noticed the lens was torn, so opted not to use it. No patient contact or injury.

Manufacturer narrative:
H6: results: a visual inspection of the returned product shows that half of the lens & a plate haptic is torn off & missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.